Event description:
It was reported that a lead integrity alert (lia) was triggered and a device interrogation indicated the right ventricular (rv) lead exhibited oversensing with short interval counts (sic), multiple episodes of non-sustained ventricular tachycardia (nsvt) and high rv pacing impedance measurements. It was further noted that the patient "was convinced of insulation problems" with the rv lead, along with a correlation to the patient's "heart problems." It was noted the rv lead detection was programmed off and the rv lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst commented they could not determine the number of filers fractured without destructive analysis (da), and since the device is on legal hold, da was not permitted. Performance data was also collected from the device and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the rv lead integrity alert triggered. It was noted beginning on 2015 (B)(6), ventricular tachycardia (vt)-non sustained episodes with evidence of rv lead noise oversensing were observed and the rv pacing impedance rose to 2204 ohms on 2015 (B)(6), dropped and then rose again to 2185 ohms on 2015 (B)(6) up from a trend in the 418-551 ohm range. The rv lead integrity warning occurred on 2015 (B)(6) for sic greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes with 366 sic.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076, lead. (B)(4).